Event description:
It was reported that insulin delivery turned off randomly, causing the customer's blood glucose level to rise. Although the specific blood glucose value was unknown, it was indicated as "high." The customer took corrective actions by administering a correction bolus through the pump and multiple daily injections (mdi) without requiring assistance from a third party. Technical support checked the history and found no alarms that would have caused the insulin delivery to stop, and they planned to review logs once uploaded to follow up further.